Event description:
Reportedly, during the last two follow-ups of the crtd platinum, two alerts were observed referring to a high left ventricular impedance >3000 ohms. Sometimes the ventricular impedance is normal (more or less 900 ohms) and sometimes is above 3000 ohms. All the other parameters are fine and stable. As the patient need a device substitution in the following year, what is your advice and what is the cause of these high impedance values?

Event description:
Reportedly, during the last two follow-ups of the crtd platinium, two alerts were observed referring to a high left ventricular impedance >3000 ohms. Sometimes the ventricular impedance is normal (more or less 900 ohms) and sometimes is above 3000 ohms. All the other parameters are fine and stable. As the patient need a device substitution in the following year, what is your advice and what is the cause of these high impedance values?

Manufacturer narrative:
The crtd platinium sonr crt-d 1811(sn: (B)(6)) was implanted on (B)(6) 2017 as a replacement. The 3 leads (atrial, right ventricular, left ventricular) were previously implanted on (B)(6) 2012. The lv lead is a bw28d mv (sn: (B)(6)). Review of manufacturing records of the subject lv lead revealed that the lead was manufactured and released accordingly to all applicable procedures. Review of remote monitoring system files revealed: - since (B)(6) 2017, the lv lead impedance is slightly fluctuating around 1000ohms - in (B)(6) 2020, the lv lead impedance was measured > 3000 ohms a first time - on (B)(6) 2021, the alert [a20]: lv lead impedance > 3000 ohms is triggered a first time, and a second time in (B)(6) 2021. An x-ray revealed the lv dislodgement. The physician decided not to intervene the lv lead. - between (B)(6) 2025, the lv lead is fluctuating between 700 and >3000 ohms. The alert [a20]: lv lead impedance > 3000 ohms is triggered again on (B)(6) 2025. On (B)(6) 2025, the crtd was replaced due to normal battery depletion. The physician decided to maintain the lv lead implanted. Analysis of the rms file of the new crtd talentia (sn: (B)(6)) dated (B)(6) revealed, since (B)(6) 2025, the lv lead impedance is quite stable around 1000 ohms; and a high lv lead threshold. The fluctuation of the lv lead impedance was due to the lv lead dislodgement confirmed in 2021. Based on available data, no issue is suspected on the crtd or the lv lead.